Event description:
It was reported that when excising the helix on the table before implanting in the patient, the helix did not extend smoothly. The helix "jumped out" from the lead and the tip of the lead was rotating and moving quite a lot as the helix extend. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the helix was bent and the lead appeared damage at implant. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).